Event description:
The customer reported being hospitalized for high blood glucose of 500mg/dl. The customer stated that he currently has an infection on his foot and he is on different anti-biotics, which may have caused his blood glucose to rise. Troubleshooting was declined. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.